Event description:
It was reported by the company representative that the patient's lead and electrode replacement surgery was aborted after half an hour due to massive scar tissue and the potential risk of bleeding during the procedure. No further relevant information has been received to date.

Event description:
It was reported that there was no known trauma or manipulation to the device. A review of the device history records for the lead showed that no unresolved non-conformances were found. It was reported that the patient's full revision could not be completed due to fibrosis near the patient's carotid sheath. The patient's generator was removed and the lead was left implanted. X-rays were received by manufacturer and reviewed for the report of high impedance. Lead pin insertion could not be assessed due to the quality and angle of the x-ray images, however, lead continuity at the connector pin appeared to be in-tact. Strain relief was not per labeling. Based on the quality, angle and scope of the images provided, there was no obvious cause for the reported high impedance. However, multiple areas of suspicion in the lead were identified. At the location of a tie-down (not placed per labeling) there was a sharp angle and a potential break in the lead. It was also noted that one electrode coil appeared to be perpendicular to the top electrode coil. Below the bottom electrode coil, there appeared to be another potential lead discontinuity. The presence of problems in obscured portions of the lead and micro-fractures could not be ruled out. No further relevant information has been received to date.

Event description:
It was reported by a company representative that an implanting physician had seen high impedance while performing a system diagnostic test. As a result, the patient was referred for lead revision. No further relevant information has been received to date. No known surgical intervention has occurred to date.